Event description:
It was reported that pump usb port was damaged and pump usb connection became faulty, so pump could not be plugged in or turned on despite attempts with several different cables. There was no information provided regarding the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.